Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corp on 9/2/08 that an autotome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2008. According to the complainant, the sphincterotome orientation was incorrect. The procedure was completed with another autotome rx sphincterotome device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "ok".